Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial device evaluation, the user's report could not be confirmed. The unit was tested for an extended period of time, and no error codes were present. The unit was functioning properly and passed all leak tests. Though, it was noted that the rear cover packing label had peeled off. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus 4k autoclavable camera head was presenting an e224 scope communication error during procedure preparation. According to the initial reporter, the intended procedure was completed using another camera with no issues for the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.